Manufacturer narrative:
Batch review performed on 06 march 2018. (B)(4).

Event description:
On 06 february 2018 the sales representative has been informed by the surgeon that a revision surgery is planned since a patient came in with a limb length discrepancy. On (B)(6) 2018 the surgeon revised the stem and head and replaced it with another company's product. The surgery was completed successfully.